Event description:
Upon receipt of the device, the user reported that the level sensor pads were not sticking. There was no patient involvement.

Manufacturer narrative:
H3: evaluation is in progress, but not yet concluded.